Event description:
A dme reported that a resmed CPAP unit caught on fire.

Manufacturer narrative:
The engineering evaluation of the device identified the root cause of the failure as the ac appliance inlet connector solder joint in the power supply unit. There was no adverse event reported for this incident.